Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Uncomfortable - mouth [oral discomfort], front part of brushhead came off, screw came unscrewed [device breakage]. Case description: a dental hygienist reported that a female patient used an oral-b rechargeable toothbrush, version unk, and the front part of the oral-b brushhead, version unk came off and went to the back of her mouth. She stated the screw had become unscrewed. The patient thought it was very uncomfortable. The case outcome was unk. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Uncomfortable - mouth [oral discomfort]. Front part of brushhead came off, screw came unscrewed [device breakage]. Case description: a dental hygienist reported that a female patient used an oral-b rechargeable toothbrush, version unknown, and the front part of the oral-b brushhead, version unknown came off and went to the back of her mouth. She stated the screw had become unscrewed. The patient thought it was very uncomfortable. The case outcome was unknown. No further information was provided. (B)(6) 2015 consumer relations received consumer's follow-up: the consumer reported that the oral-b brushhead, version unknown came off in her mouth, and it was uncomfortable. The toothbrush handle was approximately 3 years old, had never been dropped, and she changed the brush head often. She stated she did not have any brush heads left from the pack, and she only had the problem with one of the brush heads. The case outcome was recovered. Relevant history: - allergy: none (no allergies) - medical history: none (no existing conditions reported). Concomitant product(s): oral-b rechargeable toothbrush, version unknown, (B)(4) toothpaste.